Event description:
Device was implanted 7 years ago. It is reported the patient developed progressive pain in left knee and malfunctioning. X-rays showed evidence of a fracture of the posterior lateral portion of the tibia plateau metallic component and posterior subluxation. Device revised in 2003.